Event description:
The fe reported the sys failed to boot up. There were no reports of an injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.